Manufacturer narrative:
Corrected information is provided in sections d.4. Additional information is provided in sections d.9, h.3, h.6 and h.10. The laser probe was received and a visual assessment of the returned sample showed to have excess adhesive in the nitinol-cannula junction. Further evaluation found the sample did not meet product specifications, as there was a resistance at the junction while trying to fit the cannula through trocar. There were 744 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to internal manufacturing related. An internal investigation was opened to address this issue. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, the laser probe would not go through the trocar. The laser probe was replaced to complete the procedure. There was no patient harm.